Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a conductivity alarm was generated after two hours of treatment with an ak 96 control unit. Two and a half hours after start of hemodialysis therapy the patient experienced shortness of breath and the treatment was interrupted. Weight recording (no numerical values provided) indicated that an unspecified amount of weight gain had occurred. A new treatment was initiated using a different dialysis machine and the patient¿s clinical condition was reported to have improved. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was evaluated on site by a local hospital engineer. Troubleshooting and repair was performed. No further information was provided by the customer regarding the repair or results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.